Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was implanted four month ago. At this time, the device is indicating an estimated longevity of 2.5 years remaining. As a result, premature battery depletion was suspected. Data analysis showed the battery appeared to be depleting more quickly than expected. Prompt device replacement was recommended. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of an early battery depletion. The titanium case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected due to a high current drain. Engineers were able to isolate the high current consumption to a cracked internal capacitor. Laboratory analysis was able to confirm an earlier than expected rate of battery consumption.

Event description:
Subsequently, the device was returned and analysis completed.